Event description:
It was reported that the rota burr was stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotapro and rota wire were selected for use. During the procedure, rotablation was started at 160k rpm for 8 runs, but the burr still could not cross the lesion. The physician switched to dynaglide to advance the burr more distally but this was unsuccessful. The burr was removed but the physician could not feed the rota wire because it was stuck with the burr. Both the rota burr and rota wire were removed together as one unit and could not be separated outside the patient. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the rotawire was returned without the burr loaded on it so no sign of jamming could be found. Four kinks were noted on the guidewire body. Microscopic inspection showed the spring tip was bent.

Event description:
It was reported that the rota burr was stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotapro and rota wire were selected for use. During the procedure, rotablation was started at 160k rpm for 8 runs, but the burr still could not cross the lesion. The physician switched to dynaglide to advance the burr more distally but this was unsuccessful. The burr was removed but the physician could not feed the rota wire because it was stuck with the burr. Both the rota burr and rota wire were removed together as one unit and could not be separated outside the patient. The procedure was completed. No patient complications were reported.